Event description:
Infusion nurse stated pump (serial number and expiration date not provided.) Was displaying error: empty lithium battery call provider. Nurse stated that she infused patient (pt) via gravity to prevent the pt from missing a dose of vpriv. No adverse event(s) reported due to product issue. Pharmacy to replace device. Device available for investigation pending return by pt. Return box sent to pt. Nurse did not specify date this occurred. No further info. Reported to (B)(6). By: health professional.